Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation , service repair noted the customer reported issue was confirmed. Faulty cable was observed. Faulty cable caused the image interference wave. Furthermore, the following findings were noted on the device during inspection: the device coupler was rusty. It was stuck and could not rotate. The grip part, switches and ring deteriorated. Based on evaluation findings, the customer reported issue was confirmed and found to be attributed to faulty cable. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with noises on the image. The image shows interference. The issue found during a diagnostic procedure. The device was replaced. The intended procedure was completed with similar device. There are no more than fifteen (15) minutes in the procedure. There was no patient harm or injury reported due to the event. No user in jury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the poor cable connection could not be determined at this time. Olympus will continue to monitor field performance for this device.